Event description:
The customer contacted stryker to report that their device alarmed and paused. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. Per customer's request, the repair of device was not performed. The device was marked as out of service and left at the facility.